Manufacturer narrative:
An event of pericardial effusion was reported. Information received from field to indicate that the patient¿s monitored activated clotting time was levels was between 250-300 seconds. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. There was a presence of small collection of liquid next to left atrial appendage (laa) before the intervention. During the procedure, heparin was administered, and the patient's activated clotting time (act) levels was between 250-300 seconds. The amulet was successfully implanted. After the procedure, the effusion was same as before the procedure no progression was noted. No intervention provided for pericardial effusion. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. There was a presence of small collection of liquid next to left atrial appendage (laa) before the intervention. During the procedure, the patient's activated clotting time (act) levels was above 250s and below 300s and heparin was administrated. The amulet was successfully implanted. After the procedure, the effusion was same as before the procedure. No intervention provided for pericardial effusion. The patient was reported stable.